Event description:
Clinical study. It was reported that during a coronary artery drug eluting stent treatment procedure a device malfunction occurred. The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 90% stenosed region of the distal right coronary artery (rca). The target lesion had mild calcification and was midly tortuous. A thrombus was noted pre-procedure. The physician predilated the lesion prior to attempting to place one taxus express2 8.8% 2.75x16mm drug eluting stent. During the attempted device implantation the delivery balloon ruptured at 12 atmosphere (atm) and the stent was not deployed. The physician then replaced the malfunctioning taxus system with a second taxus express2 8.8% 2.75x16 mm (lot 7124784) drug eluting stent that was successfully deployed. A proximal grade b dissection was noted as a procedure complication. It was caused by deep throating of the dye catheter. The dissection was treated with the placement of one taxus express2 8.8% 3.5x16 mm. Lot 7060492) drug eluting stent. The pt was discharged from the hosp one day later receiving asa and plavix.